Event description:
It was reported that stent damage occurred. The 95% stenosed, 28mm x 3.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 28 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. However, it was noticed that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR.: a promus premier ous mr 28mm x 3.00mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Stent struts in the very proximal region were slightly flared. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. An examination (visual and via scope) found no issues with the tip. No other device issues were noted during analysis.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 28mm x 3.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 28 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. However, it was noticed that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.